Event description:
An altitude alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, initially suspended insulin and later cleaned the pump's speaker holes as instructed. After reconnecting the cartridge and resuming insulin, the customer waited to ensure the issue was resolved, and the alarm did not recur. The pump returned to normal operation, and technical support provided the customer with tips to prevent future altitude alarms.